Manufacturer narrative:
The device was returned to zoll medical corporation; during disassembly of the device to determine the root cause, the technician observed damage consistent with mis-handling. The lcd display was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.